Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. A visual and functional inspection was allegedly performed by an unidentified individual of (B)(6) center.